Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with 270cc mentor smooth round high profile saline breast implant experienced right sided wound infection post procedure. Patient experienced a mild infection around the right side incision. On (B)(6) 2014, the patient noticed a bit of fluid draining out of the right side of her breast. Clinically, she looked well and no fevers or chills. Evaluation of her incisions revealed they are healing well, apart from approximately a 4 mm segment on the lateral aspect of the right breast inframammary fold incision. On (B)(6) 2014, she underwent exploration and open biopsy right breast.